Manufacturer narrative:
The thermogard xp ivtm system (sn unknown) involved in the reported complaint will not be returned for evaluation because biomed resolved the issue by cleaning and drying the air trap holder. The biomed tested the system, and it functioned as intended. The thermogard system was placed back into service for clinical use. Therefore, service was not required to be performed by zoll. A follow-up report will be submitted if the product is returned and the investigation has been completed.

Event description:
Approximately 12 hours after the initiation of an ivtm therapy, during the maintenance phase, the thermogard console (sn unknown) generated an air trap alarm and the customer noticed saline on the floor under the thermogard console. The start-up kit (suk) (lot #unknown) air trap was removed from the air trap holder and was noted wet. The air trap was cleaned and placed back into the air trap holder to continue the therapy. The thermogard console displayed the air trap alarm again. The suk was replaced, however, the air trap alarm could not be cleared. The console was replaced to continue the therapy. No consequences or impact to the patient.